Event description:
It was reported to resmed that an astral device stopped ventilation during use, displayed error messages and had an unresponsive touchscreen. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Initial evaluation revealed an error message (sf137) related to a communication issue. The investigation methods, results, and conclusions are not finalized at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4). Pending investigation.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the device displayed an error message (sf137) related to a communication issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation during use, displayed error messages and had an unresponsive touchscreen. There was no patient harm or a serious injury reported as a result of this incident.